Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt was receiving "connect belt" messages, despite re-seating the monitor / belt connection. The pt was provided with a replacement electrode belt.